Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing found the device would not power on when connected to the original battery pack, but did power on and function normally when connected to the lab battery pack. Visual inspection of the interior of the battery pack found several of the batteries had leaked onto the terminals. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that saline water wasn't running from fan spray kit during surgery. Investigation found the batteries had leaked. No adverse event was reported as a result of this malfunction.